Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 20, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (device not evaluated by manufacturer) h6 (identification of evaluation codes 4114, 3221, 4315) the sample was not returned for evaluation. Without a returned device, a lot number or additional information provided, a thorough investigation cannot be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the device does not have a holder resulting to patient burned. It is unknown whether there was a delay in the procedure, whether the product was changed out, or if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the user facility, a recent event happened where a patient in cardiothoracic surgery was in advertently burned while the surgeons were using a terumo device for cautery while harvesting a vein during a cardiothoracic case. Their investigation revealed that the device does not have a holder.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. D4 ¿ primary unique device identification (UDI) number is only the di number. The pi number is not available as the lot number is unknown.